Event description:
A vaxcel pasv port was placed for therapeutic purpose in 2004. About 16 days later, leakage was reported. An x-ray was used to check the septum. The catheter was intact and did not fracture or migrate. It was unk if the septum was leaking or if the huber needle was dislodged. The port was replaced.